Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm for no disposable. Per the reporter, troubleshooting was performed and when the pump was turned back on, it was stopped. Multiple attempts were made restart the pump with no success. The patient was not affected; no adverse patient effects were reported by the customer. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to alarm no disposable-clamp tubing is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.